Event description:
Event description guidant received information that the distal segment (approximately 2 cm) of this guide wire broke off during attempted lead implant. The physician was reported to have used aggressive manipulation due to the patient's difficult vasculature. The segment remains in the vessel and there are no immediate plans to retrieve it. No adverse patient effects have been reported.